Event description:
The tech reported an infusion pump with an 810:04 failure code. There have been no record of any pt incident involving the pump since the last baxter service event. Info was requested by baxter whether or not the problem reported on this pump happen during pt use or during biomed testing, but no additional info was available.